Event description:
On (B)(6) 2014 the lay user/reporter contacted lifescan to report the onetouch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach him by telephone. The smss classified the complaint based on the information provided to customer service. On an unspecified date in 2013 the patient allegedly was found unconscious. While the patient was symptomatic, the patient¿s blood glucose level was tested to be ¿in the 80¿s mg/dl¿ on the reported meter. Emergency services were contacted, and when paramedics arrived, they tested the patient¿s blood glucose level to be ¿in the 20¿s mg/dl¿ using their own meter, a relion meter. It was also reported the patient¿s blood glucose level was tested using his backup accucheck meter, but that result was not provided. The patient refused to provide any further details of this event. It would have been helpful to determine the date/time of this event, the specific readings obtained, the patient¿s meter readings from earlier on that day, what treatment he received, if he was transported to the hospital, his diabetes medication regimen, and his expected blood glucose values. The meter, test strips and control solution were replaced. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the reported meter, and the meter test result did not correlate with the hcp meter reading, and he received emergency medical attention. Therefore this complaint is being reported.

Manufacturer narrative:
Date of event: not provided.